Event description:
A truclear incisor blade 2.9 was opened and attempted to window lock for use, and did not function correctly (spun around quickly). A new shaver hand piece was obtained but did not work. A new incisor blade was opened and it worked fine. There was no harm to the patient.